Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of kined cannula with an infusion set and noticed symptoms 3 or more hours after insertion. The site of insertion was abdomen and was rotated regularly. Patient's blood gluscose level became high and the patient took correction injection via mdi. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.